Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures.

Event description:
Patient reported experiencing "hard knots or lumps surrounding the implant or in the armpit" and being treated for a "breast infection." Patient additionally reported experiencing "moderate" right side breast pain and a "possible leak." Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified creases. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is no observed openings on the device or issues related with the complaint.

Event description:
Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection, pain, lump/nodule, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing "hard knots or lumps surrounding the implant or in the armpit" and being treated for a "breast infection." Patient additionally reported experiencing "moderate" right side breast pain and a "possible leak." Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.